Event description:
The device (part# mcen116) was returned to mxi service and repair. Dr (B)(6) was using the instrument very gently to remove a thin shelf of bone in the ethmoid adjacent to the orbit. Tip came off and fell into the ethmoid. Easily retrieved with no delay in surgery or patient impact.

Manufacturer narrative:
The device (part #mcen116) was evaluated and indicated that the tip of the instrument was broken and missing. The tube of the instrument was bent. The welding at the cleaning port level was not conform and had not been done by microfrance. The instrument had very probably been a refurbished object/ modified outside of microfrance by an external contractor not qualified by medtronic. This modification could have weakened the instrument and led to the reported event. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference : na. (B)(4).